Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: matron for critical care called our 'out of hours' service on saturday (B)(6) reporting the following: caller is a site manager and the matron for critical care and has said this needs to be urgently seen as it is causing harm to others. Advised of site list they want to push this through as it caused a cardiac arrest for a patient. Matron in charge has also reported that the c300 screen froze, the vent then stopped ventilating which resulted in the patient going into cardiac arrest. The patient did well from the cardiac arrest point of view. Extubated with no neurological damage and discharged to the ward.

Manufacturer narrative:
The evita v300 consists of the cockpit (control and display unit) and an independent ventilation unit. The service engineer on site tested the complete device and no deviation was discovered. The logbook was analysed at dräger. No reboot of the cockpit or the ventilation unit was stored in the logbook during ventilation and the logbook contains no technical error entries. The only restart was found during standby mode due to a depleted battery. But the logbook shows a difficult ventilation situation with a lot of alarms like ¿apnea,¿ leakage¿ and ¿mv low¿ and changes in the settings ¿fio2, peep and rr.¿ therefore it is assumed that the reported problems were related to the ventilation situation. No device problem occured.

Event description:
Please see initial-report.